Manufacturer narrative:
Proposed component code: mechanical (g04)-head. Visual examination of the provided pictures identified what appears to be the explanted endo head. Further analysis cannot be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the left hemipelvis with medial migration of the arthroplasty components as noted. A definitive root cause cannot be determined. It was reported a trauma occurred, however the reason for the trauma is unknown or what caused it. This complaint was confirmed based on the mmi report confirming the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that the patient underwent a hemi hip arthroplasty. Subsequently, the patient underwent a revision surgery eleven years post implantation due to a pelvic fracture. The patient went from a hemi arthroplasty to a tmars. Patient suffered an unknown trauma causing the revision surgery.

Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.